Event description:
My first saline allergan implant leaked within four years. My second implant is a silicone and is causing me to be ill. I am looking to explant as my symptoms have been stopping me from my career and from living my life. In 2005 - leaked; 2010 - replaced with silicone cohesive gel. In 2014 had extreme muscle pain, fatigue and other symptoms. In 2018 diagnosed with fibromyalgia. In 2019 looking to remove my silicone implants as highly suspect the implants to be making me sick. FDA safety report ID# (B)(4).